Manufacturer narrative:
The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was found on a 32 g x 4 mm bd ultra fine¿ insulin pen needle during use. No injury or medical intervention.

Manufacturer narrative:
Correction: date received by manufacturer: 07/28/2017.

Manufacturer narrative:
Investigation: investigation summary: customer returned (3) sealed 4mm, 32g pen needles from lot # 6299885. Customer states that the pen needles have a "small ball" in the middle of needle of the same color and there was pain and bleeding. All returned pen needles were examined and no foreign matter was observed on any of the samples. All samples were also tested for point geometry, lube, and cannula od. All observations fall within specifications. Based on the samples / photo(s) received the investigation concluded: bd was not able to duplicate or confirm the customer¿s indicated failure a lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time root cause cannot be determined at this time as the issue is unconfirmed.